Manufacturer narrative:
Correction/additional information: event: during the tavr procedure, post valve deployment, the patient required resuscitation due to temporary ventricular fibrillation. Correction: changed device code from 1074 to 1250 as per the engineering evaluation findings. The commander delivery system was returned to edwards lifesciences for evaluation. The device underwent visual, function and dimensional analysis. During visual inspection, when the device was inflated, leakage was confirmed on the working length of the balloon, at the proximal taper portion. The balloon material at the leakage location was also observed to be cut/torn. During dimensional inspection, the single wall thickness of the inflation balloon along edges of observed tear was measured at six points. A thin wall could leave the balloon more susceptible to tearing and may be indicative of a manufacturing non-conformance. All measurements met specification. No applicable imagery was provided for review. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review was performed and revealed no similar complaints. A review of complaint history from october 2018 through september 2019 revealed additional returned complaints for the reported event. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. For the complaints where the evaluation summary was able to be completed, the complaints were confirmed, but no manufacturing nonconformances that would have contributed to the reported events were identified. A review of the complaint history revealed that the complaint occurrence rate did not exceed the (B)(4) 2019 control limit for the trend category. The commander delivery system instructions for use, the device preparation manual and the procedural training manual were reviewed for guidance involving delivery system usage. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on visual inspection of the returned device. Investigation of the device and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. There was no note of abnormalities on the delivery system during device preparation, suggesting that there was no issue with the device when removed from packaging. As mentioned in the description, the patient had a severely calcified annulus. As such, during the inflation of the balloon, the balloon may have come in contact with calcified nodules and as a result may have caused the reported damage to the inflation balloon. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcified annulus) may have contributed to the complaint events. No corrective or preventative action is required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, during the implant of a 29mm sapien 3 valve using a commander delivery system and esheath, the balloon ruptured after it reached 66% of inflation.  A 26mm non-edwards balloon was prepped and used in order to implant the valve successfully.  The operator opted against predilatation due to the patient¿s focal calcification.  No patient injury was reported.  The delivery system was retrieved through the esheath. The patient was noted to be doing well post procedure. The patient¿s native annuls/leaflets were severely calcified.